Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) had the site uninstall the scope and reseat it and this resolved the issue. Customer is moving forward with the case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause based on the phone support details may be attributed to an incorrect orientation of the endoscope by the customer, which possibly caused the site to control the arms in the opposite direction as intended, using the endoscope view as frame of reference. Correcting the orientation of the endoscope through reseating it will resolve this issue.

Event description:
It was reported that during a da vinci-assisted tongue base resection malignant surgical procedure, that the customer contacted the technical support engineer (tse) stating that the universal surgical manipulator (usm) arms were moving in the opposite direction. Tse reviewed the system logs and found them to be clean, then instructed the customer to uninstall and reseat the endoscope, which resolved the issue and allowed the customer to continue with the surgical procedure. The procedure was completed as planned with no reported injury.